Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several remote transmissions have been sent showing pauses and bradycardia events, which are undersensing the patient's frequent premature ventricular contractions (pvcs). The device remains in use. No patient complications have been reported as a result of this event.